Event description:
Abdominal surgery for incisional hernia. I have experienced swelling, chronic pain and stomach distention. I have a hard time going to the bathroom now. My regular gp has me take valium for bowel movements. I have shared this info with my doctor and other doctors, and they seem to think there is no problem, but I feel awful. I can't bend or do daily tasks such as dressing myself. It was goretex dual mesh that was placed inside me. Dates of use: (B)(6) 2009. Diagnosis or reason for use: incisional hernia.